Manufacturer narrative:
The subject device has not been returned for evaluation at this time. A supplemental report will be filed when additional info is available.

Event description:
The device is a garment used in conjunction with a transcutaneous electrical nerve stimulator (tens) designed to deliver electrical signals through electrodes placed on the skin. The garment is used as an aid to electrode placement. Pt reported that they believed that use of the garment resulted in an injury. Pt stated that they presently have a cervical spine injury and walk with a brace, and suggested that perhaps their past use of the device was related. Pt reported that they last used the device two years ago. The pt declined to provide further details.